Event description:
It was reported that a catheter issue occurred. The patient was being treated for in-stent restenosis (isr). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified in the left anterior descending artery (lad). An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, two wolverine balloons and two semi-compliant balloons were used to pre-dilate the lesion. Despite multiple attempts, the opticross catheter could not cross the lesion. After stent placement, the opticross again failed to cross. When the opticross reached the non-boston scientific (non-bsc) guide catheter, the non- bsc guidewire retracted into the proximal lad. Experiencing significant resistance and not wanting to exert further force on the opticross which had become bonded to the guidewire, the physician decided to remove the entire system. Once outside the patient, the guidewire was successfully removed from the opticross, and the guidewire was removed from the guide catheter. Minor damage was noted to the distal tip of the opticross and the area around the monorail port felt sharp to the touch. The procedure was completed using an alternative method. There were no patient complications.

Manufacturer narrative:
G4: premarket/510(k) #: k173820, k213593.